Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: loose lock latch, moisture stains, lint¿s inside the video connector unit, causing flickering image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had exhibited loose lock latch, moisture stains, lint¿s inside the video connector unit, causing flickering image. There was no patient involvement.